Manufacturer narrative:
The leads and anchors were not returned to saluda. The x-rays provided were reviewed and confirmed lead migration. The root cause of the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray identified migration of both leads. Reprogramming was attempted but did not resolve the issue. A revision procedure was performed, during which the leads and anchors were replaced.